Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. The physician thought that the lead may have moved slightly. Boston scientific technical services (ts) discussed reprogramming options versus lead revision. The field representative will review with the physician. Additional information obtained from the field which indicated that the lead tip may likely have migrated slightly on xray. No intervention planned as of this time. As of the moment, the lead remains in service. No adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. The physician thought that the lead may have moved slightly. Boston scientific technical services (ts) discussed reprogramming options versus lead revision. The field representative will review with the physician. Additional information obtained from the field which indicated that the lead tip may likely have migrated slightly on x-ray. No intervention planned as of this time. As of the moment, the lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, only the proximal segment was returned. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance indicating conductors are intact on the segment of lead returned. Visual inspection revealed no abnormalities, except typical induced damage associated with surgery. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.